Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 2007, the patient underwent posterior lumbar interbody fusion surgery of his spine from l5-s1. Reportedly, he was implanted with rhbmp-2/acs in this surgery. Allegedly, the patient's "post-operative period was marked by a period of improvement, followed by increasingly severe lower back pain." On (B)(6) 2009, the patient underwent a revision surgery due to severe pain and symptoms. Reportedly, the patient "continues to experience severe pain radiating into the lower extremities."

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.